Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: it was reported that this patient was having a right total hip revision. While using the watson extraction set, the extraction claw from the set broke. The threaded tightening screw on the instrument stripped. The instrument is not very durable if this happens after one use. The product was returned to j&j medtech orthopaedics for evaluation, additionally a material evaluation was performed for the complained device. Visual inspection of the returned device found that the stem extractordle was found to be stuck to the stem extractordle bolt, causing the mechanism to seize. The stem extractordle nut and stem extractordle bolt assembly was later sectioned with a high-speed saw for further analysis. After ultrasonic cleaning and handling, one half remained joined while the other half was separated. Digital microscope inspection of the separated stem extractordle bolt shows a fractures and highly worn-out flanks with traces of transferred material (adhesive wear) at the valley threads. Its counterpart, stem extractordle nut, also exhibited highly worn-out surfaces and transfer of material from stem extractordle bolt, suggesting that high stresses were applied during the tightening of the stem extractordle nut. In summary, the mechanism's failure was attributed to excessive the loading applied to the stem extractordle nut, which exceeded the local shear strength of the material. This condition resulted in threaded condition resulted in thread deformation, fracture, and galling events. Consequently, these failures caused seizing of the stem extractordle nut-stem extractordle bolt a functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the stem extractordle would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that this patient was having a right total hip revision. While using the watson extraction set, the extraction claw from the set broke. The threaded tightening screw on the instrument stripped.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: b5, g1 (manufacturing site name), h6 (health effect - impact code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that there was a 2-minute surgical delay. No depuy products were involved.